Event description:
It was reported that pitocin was dripping in the drip chamber, even though the tubing was properly installed in the chamber. The tubing was clamped at the site of the patient and at the IV fluid bolus. Although requested, no further information is available. No patient harm reported

Manufacturer narrative:
The customer¿s report that pitocin was dripping in the drip chamber could not be confirmed or replicated during this investigation. Inspection: the pump module s/n: (B)(6) was received with instrument seal intact. The right (male) iui was observed to be in good condition. The left (female) iui was observed with corrosion. Platen assembly, post, hinge, pins, springs, and buttons are all intact and did not interfere with the door operation. Latch and sear are installed properly and did not interfere with the door operation. The sear was observed with dry fluid residue. All other parts inspected were manufactured by bd. Investigation conclusion a review of the pcu event log around the reported event date shows the pcu was powered on on the reported event date of 01 january 2021 at 10:05 am. The reported source pump module s/n: (B)(6) was one of two devices that were attached at the time identified as channel a; and the other device was identified as lvp s/n: (B)(6) (channel b). Approximately one minute later, the source pump module's flow stop was opened for two seconds; however no infusion was programmed. The primary volume infused was listed as 0 ml. Instead, a basic infusion of an unknown drug was programmed on the other pump module at 10:09:49 am. At 10:17 am, the source pump module was removed and the concomitant pump module's channel was reassigned. The source pump module's total volume infused was listed as 0 ml. Further review of the log noted the other pump module was channeled off approximately three minutes later which also powered off the pcu and there were no further infusions noted. Inspection of the pump module found no existing malfunctions that could contribute to the reported issue. The disposable set was not returned for investigation. It is possible that a leak in the set led to the drips observed in the drip chamber. Although safety clamp failures occurred during worst case testing, there is no evidence of this contributing to the reported issue. A review of both the pcu and lvp error logs show no errors or malfunctions relevant to the customer¿s complaint. Results indicate that the pump module was infusing fluids within specification. Root cause: the root cause of the customer¿s report that pitocin was dripping in the drip chamber was not identified. No infusion bag or primary set was returned for investigation and no issues were observed with the received pump module during the inspection process. Device history review: a review of the pump module device history record showed the device had a manufacture date of 03/25/2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for s/n: (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for s/n: (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that pitocin was dripping in the drip chamber, even though the tubing was properly installed in the chamber. The tubing was clamped at the site of the patient and at the IV fluid bolus. Although requested, no further information is available. No patient harm reported.